Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and bradycardia. It was also reported that the following issues were noted on the right ventricular (rv) lead: high thresholds and suspected intermittent loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.